Event description:
The customer contacted physio-control to report that their device failed to deliver shock for cardioversion. Shock was attempted a second time and was successful. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. Unrelated repairs were made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock for cardioversion. Shock was attempted a second time and was successful. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock for cardioversion. Shock was attempted a second time and was successful. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Manufacturer narrative:
Investigation conclusion determined that a device power off occurred when attempting to deliver energy. Physio replaced the system pcb assembly as a precaution. Physio evaluated the removed pcb assembly and downloaded the device's electronic files. The electronic files confirm the reported issue.root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock for cardioversion. Shock was attempted a second time and was successful. This issue is patient related; however there was no adverse event reported.